Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more info becomes available. For this reason, terumo referenced eval conclusion code. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corp that prior to cardiopulmonary bypass, during prime, the shunt sensor leaked. No pt involvement as this occurred during prime. Product was changed out. Surgery was successfully completed.